Manufacturer narrative:
Correction: was: catalog number is the international list number which is similar to us list number of 062903. Is: catalog number is the international list number which is similar to us list number of 062918.

Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062903. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A gi bleed is a known complication of j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient was seen in the emergency room for black vomiting. An endoscopy was performed and a hemorrhage in the duodenum was detected. Intravenous serotherapy was administered in order to stop the bleeding. Lab tests were performed and the plan was to transfuse blood to the patient. The percutaneous intestinal tube was removed, and patient continues to receive duodopa connected via the pump to the gastric port. The patient was discharged on (B)(6) 2019.